Event description:
Pt reported an alleged lap-band leak. During adjustments, the amount of saline found in the band was less than was previously injected. Add'l info provided by the health professional noted confirmation of the leak, but the location was not known. The entire system was removed and not replaced.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date and model number provided by the rptr, the connector type is assumed to be a taper ii. The rptr of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."